Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the information received, the investigation determined that the reported issues are related to operational circumstances. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. It was reported that the stent delivery system (sds) interacted with a heavily calcified and tortuous lesion during advancement and resistance was noted, resulting in the reported failure to advance. In addition, it is likely that the manipulation of the sds, when resistance was met, contributed to the reported material deformation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a heavily calcified and tortuous lesion in the circumflex artery (cx). A 2.25x23mm xience alpine drug-eluting stent (des) failed to cross the lesion and was noted to have bent struts while attempting to cross the lesion in the left posterior ventricular branch. A dissection was then noted therefore another stent was implanted to cover the dissection. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.